Manufacturer narrative:
Patient identifier: requested, not provided. Age & date of birth: requested, not provided. Patient sex: requested, not provided. Weight: requested, not provided. Ethnicity: requested, not provided. Race: requested, not provided. Date of event: requested, not provided. UDI number: not required for product code. Implanted date: device was not implanted. Explanted date: device was not explanted. Health professional: requested, not provided. Initial reporter occupation, name and address, and phone number: requested, not provided. An unused sample from the involved product code/lot was returned for evaluation. Visual inspection revealed no break or other obvious anomalies in the appearance. The sample was built into a circuit with tubes, and then the pressure drop was determined while bovine blood (hct 25%, 37oc) was circulated at 100ml/min and at 500ml/min. The obtained values were confirmed to be normal meeting the factory's specifications. Subsequently, the ultrafiltration was determined when bovine blood (hct 25%, 37oc) flowed in. The obtained value was confirmed to be normal meeting the factory's specifications. A review of the device history record and product-release judgement record of the involved product code/lot# combination was conducted with no findings. IFU states: bubbles in the system may cause clotting and blood damage. Stop using the hemoconcentrator if blood leakage, clotting or any other problems is observed. Replace it with a new one. The investigation result verified that the unused sample from the involved product code/lot was of the normal product in terms of the pressure drop and the ultrafiltration, which met the factory's specifications. In addition, no anomaly was noted in the manufacturing-related records. However, with no return of the actual device the exact cause of the reported event cannot be definitively determined based on the available information. Terumo medical products (tmp) (importer) registration no. (B)(4) is submitting this report on behalf of (B)(4) of terumo corporation (manufacturer) registration no. (B)(4).

Event description:
The user facility reported the involved capiox hemoconcentrator exhibited hemolysis. The issue was discovered before and during bypass. There were no delays to surgery and the case was completed successfully with no patient harm and no blood loss from product malfunction. It is still unknown whether the product was changed out and how was the issue was mitigated. There was red effluent coming out of the hemoconcentrator. They prime their cpb circuits with plasmalyte, de-air the circuit then add 12.5 gm (50 ml) of albumin and re-circulate that followed by adding heparin. They add prbcs after the albumin & heparin have circulated for a few minutes. They initially thought that the prbcs may have been hemolyzed (which is possible). There was red effluent coming out of the hemoconcentrator during recirculation of the cpb circuit. The perfusionists could not figure out why this was happening, they didn't know if it was being caused by the oxygenator, hemoconcentrator or the prbcs being hemolyzed. The red effluent cleared up when they went on cpb. The perfusionists stated that it takes approximately 5 minutes of recirculation with the blood until they see red effluent out of the hemoconcentrator and they recirculate approximately one hour prior to initiating cpb. The hemoconcentrator is primed with plasmalyte and albumin prior to adding blood just like the main cpb circuit. The pressure in the cpb circuit during recirculation is approximately 90 mmhg but they decreased the pressure to approximately 50 mmhg when they started seeing the red effluent. They do not monitor pre and post membrane oxygenator pressures.